Event description:
It was reported that the patient had an acute kidney injury on chronic kidney disease secondary to cardiogenic etiology. The patient was started on dialysis and continuous renal replacement therapy.

Manufacturer narrative:
Patient initials were requested but have yet to be provided. Pump serial number was requested but has yet to be provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event has been deemed a duplicate/additional information and the investigation findings will be submitted under MFR #2916596-2022-10927.